Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate has been stagnant since changing supplies the day before. Customer was uncertain of how much insulin the cartridge was filled with during the load process. While troubleshooting with tandem technical support, customer declined to reload the cartridge or load a new cartridge. There was no reported impact to the customer's blood glucose level.